Event description:
No additional info received. We will return 800 10 ml syringes, as they are causing a lot of problems at the time of collection, there are several complaints from collectors, among them: lack of vacuum in the syringe, the plunger does not work properly and it is all distorted inside the syringe, and ends up generating recollection to the patient. Again we have this problem. Follow the batch number: 3170743 fab 2023-07.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that the bd plastipak¿ syringes stopper is defective. The following was translated from portuguese to english: there are several complaints from collectors, among them: lack of vacuum in the syringe, the plunger does not work properly and it is all distorted inside the syringe, and ends up generating recollection to the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.